Manufacturer narrative:
On 8/11/2020, the product investigation was completed. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001306 number, and no internal action related to the complaint was found during the review. Additionally, the expiration date and manufacture date for the complaint device has been provided on this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dysfunction occurred. It was reported that there was a back flow of blood from the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced, and the issue was resolved. The procedure was continued. The carto 3 system is operating per specs and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. There was no patient consequence. On 7/6/2020, biosense webster inc. Received additional information about the event. It was reported that the valve was slightly off centered. Backflow of blood was due to the failure upon insertion. The hemostatic valve did not break into pieces nor became detached from the sheath. The caller did not have knowledge of hemostasis compromise. They could not assess the exact volume of blood loss. It was not excessive enough to cause for intervention. No air was introduced into the patient. Since there was no report of excessive bleeding that required intervention this event is not considered to be a patient adverse event, but a product malfunction.